Event description:
It was reported that the patient passed away due to failure to thrive and right ventricular (rv) dysfunction. The patient was experiencing shortness of breath and was started on inotropes and diuretics. Pump speed was also adjusted. The device operated as expected and the patient's death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), the reported events and patient outcome, could not conclusively be determined through this evaluation. It was reported that hm3 lvas, serial number (B)(4), would not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jun2019. No further information was provided. The manufacturer is closing the file on this event.